Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suspended insulin delivery. Review of the pump history by tandem technical support verified that the customer received an auto-off alarm. The customer acknowledged that the pump was functioning as intended. Customer's blood glucose level was above 500 mg/dl with ketones. The customer was unable to provide further information as the issue occurred in the past and they did not recall.